Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she jumped onto a pool with the insulin pump. She was in the water for 5 minutes and the device was working at first but then the display went blank. The customer stated the insulin pump does not have damage. During troubleshooting, the alarm history could not be checked for error alarms and the self-test could not be performed due to the blank display. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.